Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose was not impacted. A system check was performed. The cartridge and infusion set tubing were found to be functioning as intended. No damage was noted to the cannula. The customer was not sure if the pump was exposed to a temperature change just prior to the occlusion alarm. The customer loaded a new cartridge and infusion set tubing onto the pump and insulin was observed to be exiting from the tubing.